Event description:
The patient was seen in the ed and found to have bell's palsy and suspected lyme meningitis. Her lab work and csf confirmed lyme's disease and a PICC lien was placed on (B)(6)2010 for prescribed IV antibiotic treatment. The patient reported that the dressing was "¿very uncomfortable." She did not want it to be removed because, it was "¿the most painful dressing I have ever had removed." She also complained of severe itching. After the dressing was gently removed, a 4 cm x 1.5 cm diffuse red raised area was noted within the dressing parameter and the area burned when cleaned with chlorhexidine swab. Scattered red areas were noted along the remainder of the inside parameter of the dressing. The area under the chg looked ok. A biopatch and plain tegaderm dressing was applied. This is one reaction seen among several patients using this particular dressing. Also, please note that on (B)(6)2010, the sales representative from the company that makes the chlorhexidine dressing (3m) saw a different patient who had a problem with this dressing material.